Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump got a critical pump error. Customer¿s blood glucose level was unknown. Customer stated that they received a critical pump error on the insulin pump screen. The product will return for the analysis.

Manufacturer narrative:
Pump was received with critical pump error/open book image due to moisture damage on electronic assembly.